Event description:
Report received of an under-delivery. The customer contact indicated that the event was the result of an error in programming the device. In 2003 at 10:45am, the pump was programmed in the dose calculation mode to deliver 25000u of heparin in 250ml at a rate of 15u/hr with a calculated rate of 0.1ml/hr instead of the intended 1500u/hr with a calculated rate of 15ml/hr. One hour and 15 minutes later, the nurse noted the error in programming and the pump was removed from clinical service. The therapy was resumed using a replacement device. There was no reported adverse pt sequelae. Though requested, no further info was available.